Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced a hypoglycemic episode with ul egv but reportedly did not hear the low alert. According to the call review, the patient called in because she just had ems leave after treatment for a hypoglycemic episode. Her tandem pump reportedly did not alert her, but her husband heard it on the phone as it was loud. At that time, she was completely out of it, was unresponsive, and she did not hear it. Her pump was reportedly not registering when it happened and only showed low. The bg was not checked because the patient did not have testing supplies. When ems arrived, the bg by fingerstick was 32 mg/dl she was treated with an unremembered medication, maybe glucagon, and recovered after treatment. The patient declined further evaluation in the ed. When ems left, the egv was 149 mg/dl on the pump display device and the bg was not documented. At the time of the call, the egv on the tandem display device was 161 mg/dl. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.